Event description:
Pt presented with a vertebral/basilar occlusion with a stroke scale of 24 upon admission. The physician was making good progress with the 041 penumbra system in the vertebral artery. As the physician began to work more distal, he decided to swap out for the 032 penumbra system. As he approached the apex of the basilar artery, he noticed contrast extravasations around the artery. At that point, he decided to stop and abort the case. It was then decided to take the stroke neurologist to take the pt off the table and manage the condition medically. The pt's stroke scale did not change post procedure from its initial status upon admission. The pt expired the following day due to multiple cardiac complications. The devices used during the case were discarded and the case was not reported to a penumbra rep until 2009 when a (clinical trial) site eval was conducted.